Event description:
It was reported to philips that x-ray will not store and there is an exposure failure. It is unknown if the device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in clinical use for a non-emergency treatment. The procedure was delayed and to complete the procedure, the patient was moved to another device. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray won¿t store, and exposure failed. The review of the system log file showed that the ippc post was failed. The philips engineer reloaded ippc operating system (os)&app which temporarily resolved the issue. However, three days later, the system failed to expose again and to resolve this issue, the fse had replaced ippc, reinstalled the ippc os & app, and recreated image store. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.